Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered audible alerts for out of range (oor) high defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.